Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non-malignant pain. The pt's attorney contacted the MFR on 1/11/2001 alleging "the pt was admitted to the hosp for the implantation of a medical device which spontaneously broke in their body causing a significant cerebrospinal fluid leak resulting in severe pain, a second surgical procedure and other damage. The synchromed opiate infusion pump system was defective, as the right angle buttress spontaneously broke and it was not fit for the use it was intended."